Event description:
It was reported the implantable cardioverter defibrillator (ICD) exhibited far r-wave oversensing triggering inappropriate auto mode switches. Programming changes were implemented. There were no consequences for the asymptomatic patient.